Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not power on and therefore the power supply was replaced. It was noted also that the hard drive was reconfigured and the software replaced. (B)(4).

Event description:
It was reported that the programmer would not power on. It was noted that different power cords were tried but the situation did not resolve. It was also noted that no power cord was returned with the programmer. The programmer was returned for service. There was no patient involvement.